Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Non-conformances were identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that these were acceptable products when released. All the released bhr cup devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The report of shedding metal debris, tissue damage and elevated cobalt and chromium levels may be consistent with findings associated with metal debris. However, the revision operative report makes no mention of elevated cocr levels, and states ¿no significant soft tissue reaction was seen.¿ without lab/pathology reports, radiological images, and/or the explanted components or other supporting documentation, the reported clinical symptoms cannot be confirmed. Further, it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected postoperative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to severe pain; decreased mobility; shedding of metal debris into the bloodstream; tissue damage; and elevated cobalt and chromium levels.